Manufacturer narrative:
Insulin pump was received with loose drive support cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for loose drive support cap. Customer's blood glucose was unknown. Customer reported that insulin pump was falling apart. Customer reported that the drive support cap was now protruding and the medtronic bumper was detached as well. Advise customer the insulin pump will need to be replaced. The insulin pump will be returned for analysis.